Event description:
Affiliate reported that the device was revised as a blockage was suspected.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the silicone housing of the needle chamber was damaged. It might be possible that the cut condition of the device may have occurred during the explant process since the customer did not report this problem in the initial complaint. Since the needle chamber was damaged, the valve could not be irrigated. The catheters were irrigated and the flow was normal. The device also passed the programming test. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, this complaint could not be verified. No further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.